Event description:
A male with pre-procedure diagnosis of a combination of the common iliac artery aneurysm and internal iliac artery aneurysm on the right side, underwent aaa repair in 2008. Intraoperatively, before the ipsilateral iliac leg was placed, the right internal iliac artery was embolized. The iliac leg was extended to the external iliac artery. Confirmatory angiography revealed a type iii endoleak between the fourth and fifth stents of the ipsilateral iliac leg graft. It was determined a pin-hole in the graft so another iliac leg graft was placed in the initial iliac leg graft. The endoleak was resolved.

Manufacturer narrative:
Eval: still under investigation.